Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint device is not available for return. The customer reaining the product. Device history lot this mre review is for sterilization procedure only part: 04.211.040s, lot: 6l38905, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: november 06, 2019, expiry date: october 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.211.040, lot: 18p4372. Manufacturing location: monument, manufacturing date: 07-oct-2019. Part number: 04.211.040, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm, lot number: 18p4372 (non-sterile), lot quantity: 232 . Seven pieces were scrapped in cell at op #10, mill shaft threads, after being dropped. Production order traveler met all inspection acceptance criteria apart from the seven pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.040.999, 2.8mm ti screw blank 40mm 02.7 variable angle w/sd8, lot number: 3l32791, lot quantity: 956. Forty pieces were scrapped in cell at op #10, warm head blank, as set-up pieces. Four pieces were scrapped in cell at op #50, turn head and point, after being dropped. Production order traveler met all inspection acceptance criteria apart from the forty-four pieces noted. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 met all inspection acceptance criteria. Device history review nov 02, 2020: DHR reviewed . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.211.040s; lot number: 48p8447; part manufacture date: n/a; manufacturing location: n/a; part expiration date: n/a; nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned, and the lot number provided does not match the part number. Product was not returned. Based on the information available, it has been determined that no corrective, and preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent surgery for a proximal ulna. During the screw insertion, when the screw head achieved the plate, the metal residue, which might have peeled off from the screw head, was generated around the screw head and the screw couldn¿t be locked into the plate properly. The surgeon tried to insert the screw again, but couldn¿t and gave up inserting the screw. The surgery was completed with a 30 minute delay. The insertion angle was too heavy to lock, but the surgeon inserted the screw at a 15 degree angle. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. This is report 2 of 2 for (B)(4).